Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: surgeon reports reported he feels that excess strain on the patient¿s plate is contributing to non-union. The patient was revised with a longer plate. This report is for an unknown quantity of unknown screws. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). This report is for an unknown quantity of unknown screws. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.